Event description:
A customer reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using a tandem charging cable with a different wall outlet and a different wall adapter, but these actions did not resolve the problem. Technical support decided not to replace the pump because it was out of warranty.